Event description:
The customer reported to olympus, the bronchofibervideoscope distal end tip fell off. The issue was found during preparation for use for a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found users claim was confirmed the probe unit tip broken. Additional findings are as follows: image slightly out of focus, 2 echo signal missing, insertion tube cut/scratches, recommend control body user bar code, probe unit tip broken, and scope connector back cover loose. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The procedure was for a therapeutic bronchoscopy with endobronchial ultrasound. The procedure was completed with a similar scope.

Manufacturer narrative:
Correction to b5 with additional information received from customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause as to why the tip where the balloon is attached was broken could not be determined. About breakage, the phenomena can be prevented by following the contents of the instruction manual about shipping products (revision 28) below: caution. "Do not coil the insertion section, universal cord, or ultrasonic cable into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal. Do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks". Olympus will continue to monitor field performance for this device.